Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during receiving, vasoview hemopro product packaging was received severely damaged.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and blood were not observed. A visual inspection was conducted. The outer box appeared wrinkled, buckled and damaged. Watermarks were seen all over the box, especially on the area were box is damaged. The inner box in which the product was placed was not opened. Based on the condition as returned, the reported failure for "device packaging compromised" was confirmed. Maquet cardiovascular product packing requirements and maquet cardiovascular shipment verification form both were reviewed for the reported lot number. No nonconformities were observed. The documents are attached to the record. According to the maquet cardiovascular product packaging requirement, to ensure maximum safety, bubble wrap is the only material used for packaging inside the box. The bubble wrap is lined up at all the four sides, top and bottom of the box. The product is than placed in the center of the box.

Event description:
The hospital reported that during receiving , vasoview hemopro product packaging was received severely damaged.